Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the eyelet pulled out of the end of the driver. The screw is also noted to be stripped. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/27/2022, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock eyelet and anchor bent and would not advanced nor seat in the bone. This was discovered during a knee arthroscopy plus acl with internal brace procedure on (B)(6) 2022. Additional information received on 5/31/2022: case was completed using another ar-2324bcc biocomposite swivelock and no further issues has been reported.